Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and low blood glucose results. Sister is calling on behalf of the customer. The customer is concerned with results obtained of 212, 213, 172, 70 and 41mg/dl. The expected fasting blood glucose test result range is 90 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed (declined). The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is 07/12/18. The meter memory was reviewed for previous test result history: (B)(6). Could not disclose if some readings on meter were fasting or not fasting.